Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in (B)(6) of peritonitis and break in aseptic technique coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 2.5% dextrose) therapy. On an unreported date, the patient began dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis. Dianeal therapy was ongoing. On an unreported date, the patient made a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was a break in aseptic technique because the exchange was performed in the hospital ward. On an unreported date, the patient began treatment with fortum 1 gm-ip. Outcome for the event was not reported. A causality assessment of unrelated was provided for the event of peritonitis. A causality assessment was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding retraining on proper aseptic technique has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The patient was retrained on proper aseptic technique. This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as therapy was done in a poor hygiene environment. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.